Event description:
The dr inserted a cc4204bf collamer plate lens but the lens was removed due to it tearing. The lens was removed in pieces and there was no pt injury. When the dr drew back on the injector, the foam tip plunger was not attached. The tech may not have loaded the foam tip plunger into the injector correctly. The reporter stated they felt the cause of the lens tear may have been the loading technique. This is one of two lenses the surgeon inserted into this pt - see MFR report #2023826-2006-00038.